Event description:
It was reported that during the implant procedure the right atrial (ra) lead had high thresholds and had dislodged. It was also reported that the lead took twenty turns to deploy the helix. Following the procedure, it was noted that the lead had loss of capture and again had dislodged. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the helix could be fully extend and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.